Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that customer was experiencing high blood glucose level. Blood glucose level at the time of the incident was 400 mg/dl which was treated with insulin shot. Customer declined to troubleshoot for high blood glucose. Customer stated that insulin pump had insulin flow block alarm and event was resolved by changing complete set. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.